Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced pain. The target lesion was located in the hepatic artery. The physician selected 75 micron oncozene¿ microspheres to treat the patient's tumor. During the time of injection the patient complained of posterior pain. Pain medication was administered to relieve the pain. No further patient complications were reported and the patient's status was fine post procedure.